Event description:
Upon receipt of the device, the user reported that the oxygen (o2) sensor voltage was too high. This sensor was new from stock and an "out of box" failure. There was no pt involvement.